Event description:
It was reported that the external pulse generator (epg) paced at a higher rate then the epg was set at during an implant procedure. A different epg was used to finish the procedure. The epg was taken out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).